Event description:
The patient was revised because of mental sensitivity.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and/or lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the investigation available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013 - pfs received from legal. The doi was provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Update: (B)(6) 2011 litigation papers received. Examination of the reported devices was not possible as they were not returned. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other similar reports against the provided product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.